Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After placing the PICC line in the basilica vein, the thermo sealing broke between the luerlock and the length. Liquid was noted to be leaking near the luer-lock connection. According to the initial reporter, the PICC line is expected to be replaced with a new one. No adverse effects have been reported due to this occurrence.

Manufacturer narrative:
Investigation - evaluation - a review of specifications was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history or non-conformance records was not able to be completed as no lot number was reported. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
After placing the PICC line in the basilica vein, the thermo sealing broke between the luerlock and the length. Liquid was noted to be leaking near the luer-lock connection. According to the initial reporter, the PICC line is expected to be replaced with a new one. No adverse effects have been reported due to this occurrence.